Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for ca2 calcium gen.2 (ca2) on a cobas 8000 c 502 module. The initial result was 6.40 mg/dl. This result was reported outside of the laboratory where it was questioned by the doctor as the result was critically low. On (B)(6) 2022 the sample was repeated with a result of 8.76 mg/dl. The repeat result was believed to be correct. The ca2 reagent lot was 610980. The expiration date was not provided.

Manufacturer narrative:
The field service engineer (fse) found poor vacuum functioning of the rinse mechanism. Salty residue was present on top of the cuvettes along with some fluid. Precision check results were acceptable. Qc was acceptable and all tests and verifications passed. Calibration was last performed on 14-may-2022 and was acceptable. The service actions resolved the issue.